Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-may-2018 with the following findings: a review of the pump black box showed multiple unexplained pump reboots. A visual inspection of the pump revealed the battery compartment was cracked at the thread on the side. The returned battery cap threads were stripped and was unable to maintain electrical connection. The power issue was duplicated. Using a test battery cap, the pump powered on and was exercised for 24 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was noted that there was a crack in the battery compartment. The reporter also stated that there was an intermittent power issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.